Event description:
It was reported in (B)(6) 2010, the pt had "tenderness and redness" around their device site. It was stated this began at implant and persisted, getting worse after "being active" and better "in the morning." The pt said the symptoms came after "driving or sitting." Symptoms were reported located in "the whole lower abdomen on that day, but mainly on the right side" of the abdomen. It was stated an MRI did not reveal any problems with the device. In (B)(6) 2010, it was reported that the pt believed their pump was "leaking again." The pt reported "her stomach, arm, leg and back just get bigger." It was stated "it seems to redistribute when lying down." The pt also reported a "burning and shocking" sensation in her stomach. The pt stated "she had a refill on (B)(6) 2010 and she can feel the medication trickle in her stomach, and she was having pain during the refill." The medication being delivered via the device system was dilaudid. The pt was referred to their health care provider. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).